Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in line), which occurred on the home choice (hc) during drain 2 of 5. The technical service representative (tsr) helped the home patient (hp) to clear the error and informed the hp of the error's meaning. The hp would replace the setup and complete the 3 cycles missed. Per the callscript, the hp was connected at the time of the alarm, it was unknown if the patient line was properly primed before connecting, it was unknown if a patient extension line was used, the hp did not disconnect any time prior to the alarm, all of the bags were properly connected, there were no open clamps on any unused lines, there was not anything unusual noted about the supplies, and the supplies were not damaged by an outlet clamp. Proper procedures were reviewed with the patient. The hp would complete therapy with new supplies. There was the patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This report for system error 2240 was not confirmed. The cause was undetermined. Per the customer, the sample was discarded and the lot number was unknown; therefore, no evaluation or batch review could be performed.